Event description:
Contact lens- extended wear. User kept lens in eye 1 week beyond labeled recommended use and developed a corneal ulcer. Patient was treated and recovered - no loss of vision. Dr recommended patient return to contact lens use.